Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. All the fuses and molex connectors were reseated during the service call. The 5vdc on the generator was also adjusted to the optimal operating voltage. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.